Manufacturer narrative:
Investigation: customer returned (2) bd blue/black safe-clip (used); one from lot # 7205539, and one from lot # 7222543. Consumer reported 2 product item # 328235 lot # 7205539 using with lancets; currently knows not to use with lancets only pen needles. Also reported 7222543 not clipping pen needles 31g. Both returned samples were examined and the cutter holes for both appeared to be blocked by cannula cut from previous usage. Cannula were not able to be cut using either returned sample. Since the customer reported that safe clip devices were used for cutting lancets, the likely scenario is that the cut lancets caused damage to the safe clip cutter blades. The safe clip was not intended to be used for lancets (as per IFU), therefore this is a user error. As per qe, a DHR review of the risk management file for this issue shows that the risk for this issue is low. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. The customer reported that the returned safe clip devices were used to cut lancets, which is not what the device was intended to be used for (as per IFU). The likely scenario is that the cut lancets caused damage to the safe clip cutter blade, which would then lead to the inability to cut additional cannulas.

Event description:
It was reported that one needle clipping device safe clip from lot # 7205539 was being used on lancets, and one safeclip from lot # 7222543 failed to clip 31g pen needles during use. The following information was provided by the initial reporter: "lot # 7205539 using with lancets. Currently knows not to use with lancets only pen needles 7222543 not clipping pen needles 31g."

Manufacturer narrative:
(B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7205539, device manufacture date: 2017-08-24. Medical device lot #: 7222543, device manufacture date: 2017-09-09. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that one needle clipping device safe clip from lot # 7205539 was being used on lancets, and one safeclip from lot # 7222543 failed to clip 31g pen needles during use. The following information was provided by the initial reporter: "lot # 7205539 using with lancets. Currently knows not to use with lancets only pen needles 7222543 not clipping pen needles 31g."